Manufacturer narrative:
The device was returned to olympus for evaluation, and the device evaluation found no additional malfunctions aside from the allegation reported in b5. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, it was observed the bronchovideoscope exhibited peeling of the coating on the connecting tube during reprocessing of the device. There were no reports of patient involvement.